Event description:
A malfunction was reported on a pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, although the customer was unable to turn off the pump. As a resolution, the pump is being replaced.